Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the bottom battery, chassis, and printed circuit board (pcb). A tear was observed on the internal portion of the soft cannula, measuring 0.142 inches from the nailhead. Fluid was observed to leak from this tear, which is confirmed as the source of the internal corrosion. Battery voltages were low due to the internal corrosion. An external power supply was attached to the pcb in an attempt to retrieve data but data was ultimately unavailable. As such, the presence of an alarm could not be determined. It could not be conclusively determined if the internal cannula tear is in any way linked to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (leg). The pod gave a hazard alarm. Treatment information was not provided.